Manufacturer narrative:
Event evaluation - still under investigation.

Event description:
A male with ischemic heart disease, hypertension, and previous history of slight anemia and a tortuous bilateral iliac artery was considered to have a suitable for endovascular therapy. Aaa repair was in 2008 and after the suprarenal stent was deployed, the rest of the procedure went as labeled. After deployment of the grafts, a proximal type I endoleak and a type iii endoleak from the left iliac leg graft occurred. A main body extension was placed to resolve the type I endoleak. After the main body extension was deployed, blood leakage from the hemostatic valve of its delivery system occurred causing the patient to need a 200cc blood transfusion (1820334-2008-00733). Total hemorrhage volume is unknown. Ballooning was performed and then another manufacturer's stent was placed. However, the type iii endoleak continued. After ballooning the distal end of both iliac leg grafts an unknown position and unexplained minor endoleak was confirmed. On the following month, the endoleak was confirmed by ultrasonograph. It was suspected to be a type IV endoleak from the ipsilateral iliac leg graft (1820334-2008-00734) which resolved by that evening. The patient's blood pressure dropped, so a blood transfusion was performed.